Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00702 / 00703). Product location unknown.

Event description:
It was reported that the clinical patient underwent a reverse shoulder procedure on (B)(6) 2013. Patient underwent a shoulder procedure on (B)(6) 2014 due to pain caused by a bone prominence. During the procedure, the prominence was removed. Subsequently, patient underwent a revision procedure on (B)(6) 2016 due to instability and subluxation following a stroke. During the revision procedure, the humeral component, bearing, and glenosphere were removed and replaced with a constrained system.